Event description:
It was reported that a smiths medical pump alarmed "no disposable pump won't run". Air was noted and patient was not affected. Pump settings: res vol 31.7ml, rate 2.1ml/hr, given 67.15ml.